Event description:
Pain - eye [eye pain]. Burning eyes [eye irritation]. Eyes bright red, blood shot [ocular hyperaemia]. Exploded in face - oral-b [device expulsion]. Signs of rust inside the toothbrush - oral-b [device physical property issue]. Case narrative: male consumer via e-mail stated that the oral-b toothbrush exploded in his face this morning while he was brushing his teeth and there were signs of rust inside the toothbrush. He was going to a&e to get his eyes checked out. No serious injury was reported. (B)(6) 2024 follow up via digital safety assessment survey: the 46 year old male consumer experienced eye pain, burning eyes, and bright red/blood shot eyes. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Pain - eye [eye pain]. Burning eyes [eye irritation]. Eyes bright red, blood shot [ocular hyperaemia]. Exploded in face - oral-b [device expulsion]. Signs of rust inside the toothbrush - oral-b [device physical property issue]. Case narrative: male consumer via e-mail stated that the oral-b toothbrush exploded in his face this morning while he was brushing his teeth and there were signs of rust inside the toothbrush. He was going to a&e to get his eyes checked out. No serious injury was reported. 28-nov-2024 follow up via digital safety assessment survey: the 46-year-old male consumer experienced eye pain, burning eyes, and bright red/blood shot eyes. No serious injury was reported. 17-dec-2024 case update: the suspect product was oral-b rechargeable toothbrush handle 3710 pro vitality. The suspect product lot was 1uf21712349. No serious injury was reported.

Manufacturer narrative:
03-feb-2025 product investigation results: complained product received - user handling was identified as root cause for the complaint.